Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the station was stuck on the black screen when attempted to reboot. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on the black screen when attempted to reboot. A field service engineer determined that the drawer 6 had a failed drawer board causing the power supply to enter crowbar mode, replaced the drawer controller for drawer 6, verified functionality using the hardware test application, and completed final testing. Confirmed user access through the application and validated inventory operations. The system functioned as intended after the field service engineer repaired the device.